Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced new onset of atrial fibrillation (af) with right ventricular rate following an unrelated procedure. High thresholds and rising impedance were noted on the right ventricular (rv) lead during device interrogation. The rv lead remains in use. No further patient complications have been reported as a result of this event.